Event description:
It was reported that the female connector of the minicap transfer set leaked; further described as ¿leaking after capping up with the minicap¿. This occurred after treatment of peritoneal dialysis (pd) therapy. The transfer set was changed at the peritoneal dialysis center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and iodine staining was observed on the white material underneath the transfer set located at the female connector. However, the reported leak event could not be confirmed or refuted with the provided photo. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.